Event description:
It was reported, the insulin pump was taking a long time to fill the tubing and the act button does not respond. Customer stated customer had to pulse the act button for it to fill. Displacement test was performed and device passed. Multiple no delivery alarms and a motor error alarm were noted on the device alarm history. Customer's blood glucose was 6.7 mmol/l. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test and unable to prime during prime/a33 test due to faulty force sensor resistor. The motor passed the motor test and also passed displacement, rewind, basic occlusion and no delivery tests. No excessive no delivery error alarm noted. The insulin pump has cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.